Event description:
The above described device was being utilized on a pt for a cholecystectomy procedure. During use, the markers were coming off the device and were in the pt. They were able to retrieve the marker fragments from the pt.